Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial # (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient was having issues charging their recharger and the issue began probably a couple weeks ago, around (B)(6) or maybe the first week of may. The patient then confirmed the issue first happened on (B)(6). The patient stated their recharger was malfunctioning and they were unable to charge their implantable neurostimulator (ins). The patient said they saw rapid green lines moving on the recharger and it was not charging properly. The patient confirmed the charging dock was showing the light confirming it worked. The patient was guided through a hard reset of the wireless recharger while it was docked and undocked, but the patient said it wasn't doing anything. Troubleshooting did not resolve the issue.